Event description:
There is no new patient or event information to report.

Manufacturer narrative:
As reported, prior to a transurethral lithotripsy the basket sheath of a ncircle delta wire tipless stone extractor bent when the user tested the basket. The user slid the handle, and the "root" of the basket sheath became bent without resistance. The user stated that they did not feel any resistance removing the device from the packaging. Another device was used to complete the procedure. No adverse effects to the patient were reported. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle delta wire tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the open position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3 cm in length. A functional test determined the handle actuated basket formation. When the handle was moved to the closed position, the basket formation did not retract completely in the basket sheath. The basket sheath was severed and bent approximately 2 mm from the distal tip of the support sheath. The length of support sheath measured 4.5 cm in length. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other similar complaint (reference MDR # 1820334-2020-01196), associated with the complaint device lot. Although two similar complaints had been reported from the lot, device function is tested multiple times during manufacturing and quality control checks, making a manufacturing issue that affects other devices from the lot unlikely. Because there were no related non-conformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have basket that would not fully close due to sheath damage. The basket sheath was kinked and slightly torn where it enters the yellow support sheath. The cause for the sheath damage could not be determined. The provided information stated the issue occurred before patient contact. It is possible the device was damaged during unpacking and/or subsequent handling. It is also possible that the device was damaged during shipping, or when loading the device into the device tray. There is not enough evidence to make a conclusion as to the cause of the damage. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a transurethral lithotripsy the basket sheath of a ncircle delta wire tipless stone extractor bent when the user tested the basket. The user slid the handle, and the "root" of the basket sheath became bent without resistance. The user stated that they did not feel any resistance removing the device from the packaging. Another device was used to complete the procedure. No adverse effects to the patient were reported.